Event description:
A user facility reported to olympus that an error "b30," scope communication error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
During follow up with the customer, it was reported that the issue had been resolved and the device would no longer be returning. No information was provided on how the issue was resolved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error b30 could not be determined. Error b30 indicates a scope communication error and is displayed when the device fails to load the scope's identification data to the hardware, resulting in a registry error. Olympus will continue to monitor field performance for this device.